Manufacturer narrative:
The instrument issue was resolved when the field service engineer replaced the phosphorus cup module. (B)(4).

Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low phosphorus results for eight patients. The customer technical specialist reviewed customer's proservice account and found that the quality controls had erratic results. On the following day, the field service engineer (fse) inspected the instrument and replaced the phosphorus cup module. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that although erroneous results were generated, they were not reported outside the laboratory; therefore, patient treatment was not affected.